Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that while loading a 13.2mm vicm5_13.2; -11.5 diopter implantable collamer lens into the injector which was intended for the patient's right eye (od); the lens had tore. There was no patient contact. This occurred on (B)(6)2022 . Later on this same date a replacement lens of the same model/length was implanted and this resolved the problem. The cause of the event was reported as unknown.